Event description:
It was reported by (B)(6) in a publication entitled, "nerve injury during the transposase approach for lumbar fusion: report of 2 cases", in journal of neurosurgery: spine (2011; 15; 280-284) that a (B)(6) female experienced postoperative motor deficit of numbness in the l-4 dermatome.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
This report was filed in error. Please refer to MDR numbers 1030489-2011-01486 and 1030489-2011-01487 for all information pertaining to this case.